Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid (tr) regurgitation for a triclip procedure. During the preparation, while preforming the established final arm angle (efaa) testing, the triclip did not stay closed. It was tried two times by locking the clip at 120 degrees but it was unsuccessful. It was replaced with the new clip. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.